Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair."unit cleaned per protocol 1907. Unit was received, the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly repair noted the lock needed new components added to replace worn internal parts; unit needed to be machined to have heli-coils added to large starburst threads; the triad wrench was missing; the set screw in the swivel base was tight; general maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1108 mayfield triad skull clamp for service and repair because the lock had both rotational and lateral movement.